Manufacturer narrative:
(B)(4). Gtin: unknown as lot/serial numbers were not provided. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In 2009, a trifecta valve was implanted. On (B)(6) 2016, a re-do procedure was performed secondary to reports of aortic insufficiency. In vivo, one cusp was observed torn from the commissure. The trifecta valve was explanted and replaced with a carbomedics mechanical valve.